Manufacturer narrative:
The customer reported smoking from the table base. The investigation of this allegation is still ongoing and will be updated once a final resolution has been reached.

Event description:
The customer reported smoking from the table base while preparing a patient for a procedure. No injury reported.

Manufacturer narrative:
The returned operating table was investigated by trumpf medical and an external fire specialist. Trumpf medical¿s investigation revealed that the most likely cause for this event was a defective battery. Therefore, trumpf medical engaged an external laboratory specializing in lithium ion battery testing to perform further analysis on the battery. With the findings of the external parties the supplier and manufacturer of the batteries was involved in the root cause analysis. During the investigation some theories were identified for potential root causes but it was not possible to identify and confirm the precise root cause for the smoldering fire. However, the battery was the part of the operating table which caused the smoldering fire. In addition to the external investigation, trumpf medical reviewed the logfiles of the returned operating table. Through this review, trumpf medical identified that, beginning in march 2020, numerous failure messages were logged for a battery problem, e.g. 24 times an error message was logged with a reading of battery empty. This failure message was also displayed on the remote control screen and by the red column keypad led and was visible to the customer. Despite the failure messages the user did not contact the customer service personnel of trumpf medical or our representative within poland. It is believed that the smoldering fire could have been prevented by an early information to the trumpf medical service personnel. Trumpf medical placed in total more than 21.000 batteries of this type on the marked since 2008. We are not aware of any similar event. The issue will be considered as an isolated failure and no systematic problem. Based on this, no further actions are necessary.

Event description:
The customer reported smoking from the table base while preparing a patient for a procedure. No injury reported.